Event description:
After 3 years of having allergan textured silicone implants, I noticed change in form on the left breast, burning and tightness, trouble sleeping, lack of energy, pain in left knee joint. Bilateral intracapsular rupture, silicone laden. FDA safety report ID# (B)(4).